Event description:
It was reported that the pt had a return of symptoms/withdrawal that occurred only at night. It was stated that the pt's pump was implanted on her right side and that she slept on that side. The pt had lost 70lbs since the pump was implanted. Pump volume discrepancies were also noted. Catheter dye studies were done and there were no problems identified. The medication being delivered via the device sys was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).